Event description:
Customer reportedly obtained results of 180mg/dl, 212mg/dl, 258mg/dl, 463mg/dl, 279mg/dl, 123mg/dl, 163mg/dl, and 509mg/dl within 10 minutes on the advantage test system. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. No info provided on location of comparison. Advantage test system: meter, strip lot 549608, exp 04/30/08. Cat/2030381.

Manufacturer narrative:
Suspect device: comfort curve test strips.